Event description:
Baxter reported the following: this is a spontaneous case report received by baxter concerning a patient who receives oliclinomel 3,4% (200 ml bag/day) due to ileostoma in 2005. Oliclinomel was infused via this homerun 6060 infusion pump, and at the end of the first application via this pump, the pump failed to alarm despite the infusion system and the port-needle being filled with air. Another pump was used before without any problems." There was no patient injury or medical intervention reported. No additional information was available.